Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and reproduced the error. While troubleshooting, fse found the sample loader x1 pitch sensor out of alignment. Fse resolved the complaint by realigning the sample loader x1 pitch sensor. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 02nov2021 through aware date 02dec2022. There were two similar complaints identified during the search period including this case. The aia-900 operator's manual under section12: error messages states the following: (2300) s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to misaligned sample loader x1 pitch sensor.

Event description:
A customer reported error message ¿2300 s. Loader step feed failure¿ on the aia-900 analyzer. The customer changed the loading racks, powered on and off the analyzer, opened test cup and tips trays, and no tips were dropped. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.